Event description:
Patient reported right side "minimal amount of peri-implant fluid bilaterally" and "small sparse cysts in both breasts, measuring up to 0.4 cm at the junction of the medial quadrants of the left breast." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, cyst.